Event description:
(B)(4). Brain shocks. Lower abdomen pain, leg pain, arm pain. Hand and fingers pain. Breast pain. Headaches. Nausea. Dizziness. Extreme fatigue. Depressed. Mood swings. Suicidal thoughts. Blurry eyes.